Manufacturer narrative:
(B)(4). Summary of investigational findings: patients medical records are unknown and no imaging is provided. Therefore, it is not possible to comment on alleged "filter arm penetration of the ivc without extension into adjacent vascular structures or bowel" almost 8 years after filter placement. Also, it is not possible to comment on "swelling ankles and leg pain attributed to the device" which patient allegedly experienced. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008." According to limited medical records received: uncomplicated placement of ivc filter. CT impression of (B)(6) 2016 based on "upper abdominal pain": no acute inflammatory process identified. Indeterminate 1,2 x 0,8 cm lesion within the midpole the right kidney with adjacent cortical scarring and could represent sequela of prior infection or infarct because of its superficial location consider nonemergent ultrasound for further evaluation. "Ivc filter without evidence of thrombus. There is filter arm penetration of the ivc without extension into adjacent vascular structures or bowel". Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008 at (B)(6) hospital in (B)(6)". According to limited medical records received: uncomplicated placement of ivc filter. CT impression of (B)(6) 2016 based on "upper abdominal pain": no acute inflammatory process identified. Indeterminate 1,2 x 0,8 cm lesion within the midpole the right kidney with adjacent cortical scarring and could represent sequela of prior infection or infarct because of its superficial location consider nonemergent ultrasound for further evaluation. "Ivc filter without evidence of thrombus. There is filter arm penetration of the ivc without extension into adjacent vascular structures or bowel". Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, device is unable to be retrieved". Cook will reopen its investigation if further information is received. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 24apr2017 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the jugular vein due to dvt. Plaintiff is alleging vena cava perforation, device is unable to be retrieved, abdominal pain.